Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported patient effect thrombosis was due to a combination of patient and procedural conditions. Thrombosis, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report thrombus. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted, but during advancement, transesophageal echocardiography (tee) showed thrombus with a diameter of 4cm. The physician stated that the thrombus was potentially in the groin prior to insertion of the sgc, and the advancement of the device caused the thrombus to detach. It was noted that the activated clotting time (act) was at 255 seconds at the time the thrombus was noticed. After a short period of time, the thrombus was no longer visible in tee; therefore, the physician decided to continue the procedure. Two clips were successfully implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.